Event description:
The customer reported that her blood results ranged from 275 to 444 mg/dl while wearing a pod, and that cannula was bent. She said that her blood glucose returned to 75 mg/dl after administering boluses and removing the pod.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed, and the product lot met all acceptance criteria.